Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 09/08/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failure: optical communication. Positioning sensor unit (psu) cable was found to be damaged. Medtronic representative replaced the cable. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system camera cannot track their probe. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.